Manufacturer narrative:
(B)(4). The covidien technical support engineer (tse) troubleshot the reported malfunction with the customer biomedical engineer over the telephone. The tse recommended to rebooting the ventilator. The customer confirmed that it indeed resolved the issue, and the ventilator is back in service.

Event description:
It was reported that a ventilator graphic user interface (gui) screen became inoperable. There is no information regarding patient involvement. There is no report of death or serious injury associated with this event.